Event description:
There was erosion at the ins site; it was trying to come out. The area was red, raw, and painful and the device was close to sticking through the skin. The patient was afraid to use the device as the area was so painful. The patient was scheduled for total device explant on (B) (6) 2010, and it was unclear if an explant with subsequent replacement occurred. It was further stated that the pt had a staph infection and "air bubble" and was having difficulty using the patient programmer. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).